Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (there was a sudden change in force or temperature).

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a prime (environmental/activity) issue. The reporter stated that the patient had a blood glucose (bg) of 21.4 mmol/l with symptoms of dehydration and polydipsia. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was found that loss of prime occurred one time. Troubleshooting also revealed that there was a sudden change in force or temperature. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in there was a sudden change in force or temperature.

Manufacturer narrative:
The black box shows loss of prime warning associated with a low non-zero force. A 24hr duration test was successfully completed with no loss of prime warnings being duplicated. The pump is detecting the correct force. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. Removed pump cover; force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces. No evidence of internal moisture was found. Unidentified force low observed in the black box, force sensor calibration in speciations. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).